Event description:
It was reported that the guide wire was defective. Co was unable to obtain any add'l info. Upon investigation of the returned device, the tip ball was found to be separated from the guide wire. This MDR is being filed based on investigative findings.